Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded up and down keypad traces. No ramping numbers on their own anomaly noted. Unable to verify for operating currents or battery indicator anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 291 mg/dl. Troubleshooting was performed. The device was returned for analysis.